Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr performed multiple troubleshooting services including; replacing the ict reference pump, replacing the cuvette segment containing cuvette 152 where the reaction leading to one of the discrepant results took place, and repositioning the dry tip; the combination of service activities resolved the issue. A review of service history for the alinity c (sn(B)(6) ) revealed no further reports of discrepant sodium results from the customer since the current complaint, nor did it identify any contributing factors to the current complaint. Review of tracking and trending for the clinical chemistry systems did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity c (sn(B)(6) ) was identified.

Event description:
The customer identified a falsely depressed sodium result. The customer uses the reference range 136- 145 mmols/l. The following was provided: initial result 114, repeated on another analyzer within the reference range. No impact to patient management was reported.

Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.